Event description:
Upon review of complaint record, it was noted field [b3] was inadvertently marked as [12/13/2024] instead of [12/09/2024]. No change in MDR reportability decision.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, the complaint investigation and the correction of event date. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The most probable cause of the complaint was traced to user, which indicate that the adverse event is caused partially or wholly by the user of the device including sample handling. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 25 colony forming units (cfus) of pseudomonas aeruginosa and 25 colony forming units (cfus) of klebsiella pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.